Manufacturer narrative:
Although the device from the reported event will not be returned, angiodynamics' supplier of the ministick guidewire, (B)(4), will be notified of the event and asked to evaluate their manufacturing records. An update on the patient condition is also being requested from the hospital. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, during a left heart catheterization the physician pulled the wire back thru the needle and severed the tip of the wire inside the patient. The length of the wire still inside the patient was approx. 1.5 cm. The wire was discarded. A vascular surgeon was consulted and the physician is considering leaving the wire inside the patient. The patient's condition is listed as "ok."

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the mini sticks product family and the failure mode "guidewire fractured/migrated. " no adverse trend was indicated. The reported complaint cannot be confirmed for wire fractured/migrated as the end user only returned 2cm of the guidewire for evaluation. Per the event description, the guidewire was pulled back against the needle which is cautioned against in the directions for use. This end user error is the likely root cause of this event. The dfu contains the following statements: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire." Although angiodynamics purchases this guidewire from heraeus medical components, notification of the supplier is not required as the cause of the guidewire fracture was identified in the event description. ((B)(4))